Event description:
It was reported that one year post implant, the pulse generator exhibited elective replacement indicator with a battery voltage of 1.9 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the battery was prematurely depleted due to high current drain, caused by a defective capacitor.